Event description:
It was reported that during a prostate procedure, the fiber cap "detached". The procedure was completed with a second fiber. No further information was available. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) : the fiber is broken and detached at the control knob; the fracture location appears to be within the control knob; the fiber exhibits melting at the location of the fraction; black charred particles are observed within the control knob and on the fiber at the location of the fracture; the glass cap exhibits mild devitrification at the output area. The analysis could not confirm the cap detachment. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.